Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documentedin the medical records. Medical records were provided and reviewed. Approximately, four years of post-deployment, a lumbar spine x-ray was performed on patient with lower back pain indication developed from seizure and fall, noting presence of inferior vena cava filter at l2-l3 level. Around, two years and five months later, a lumbar spine x-ray was performed on patient reportedly experienced lower back pain, noting presence of inferior vena cava filter with tip at l2. Around, six months later, a computed tomography abdomen and pelvis demonstrated presence of inferior vena cava filter in the infrarenal inferior vena cava. It was tilted to the right with the tip along the wall of the inferior vena cava. The tip of the filter was approximately 3.6 cm inferior to the lowest renal vein. There were a number of legs through the inferior vena cava wall, primarily laterally on the left. There were 5 legs in the retroperitoneal fat and one leg anteriorly lying near a small bowel loop. After, fourteen days, a computed tomography abdomen and pelvis was performed, demonstrating positive evidence of caval perforation with superior extent of the inferior vena cava filter in the superior l2 vertebral body and inferior extent mid l3 vertebral body. A total of 5 prongs perforated the inferior vena cava with maximum distance prongs perforated 5.23 mm. Right posterior lateral strut extended 4 mm peripheral to the inferior vena cava wall in the retroperitoneal fat. Coronal images noted 1.82-degree tilt right to left and sagittal images 5.79-degree tilt posterior to anterior. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), however, the investigation is unconfirmed for filter tilt as the medical record states that" coronal images noted 1.82-degree tilt right to left and sagittal images 5.79-degree tilt posterior to anterior". Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.